Manufacturer narrative:
No patient involvement. Device was not implanted. Device was not explanted. Phone number: (B)(6). Health professional: unknown. Occupation: pharmacy qa lead. The actual sample is not available for evaluation. Instead, a reference photo was received showing two 50ml terumo syringes. Based on the photo, an older lot is filled with water measuring 52 ml and the syringe on the left is the actual sample. However, the complaint cannot be confirmed since the syringe is empty. The result of the investigation confirmed that the aspirated volume capacity is within the requirement of 48ml-52ml. This is in accordance with iso 7886-1 (sterile hypodermic syringe for single use) stating that the equal to the nominal capacity of a 50ml syringe has the criteria of ±4% of the expelled volume (48ml-52ml). Based on the details of the complaint, when the actual sample aspirated 50ml water, the graduation line of the syringe reads 48ml only. When the volume capacity is compared with an older syringe lot, the reading is 52ml as shown in the received photo from the customer. Both syringes are confirmed still within the specification of 48ml-52ml. The risk management file was checked and causes related to the product design of the syringe were confirmed through evaluation of the retention sample. All samples showed passed results; this suggests that the risk control measure is taken and implemented to reduce the risk related to an inaccurate graduation scale. Verification of the retention sample showed that the expelled volume capacity for the nominal scale is within the specification. A similar result was observed during the simulation (aspiration of 50ml liquid). We have a series of inspections from the molding process to outgoing process to check ig, plunger, and barrel conditions. Only passed lot samples will be shipped for distribution. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that they noticed that the measurement increments on the new batch is not accurate. During a production session an operator drew all 50ml's of a vial only for it to show as 48ml's in the syringe. Another test was done by drawing 50ml's of fluid from a vial into one of the newer syringes and then transferred into an older syringe (of the same type) which read 52ml's. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the graduation scale length improvement plan for 50ml terumo syringe to section h10. There was an improvement on the barrel graduation scale which was implemented last december 23, 2021. The previous graduation scale length is only 73mm, against iso specification of greater than or equal to 75mm. Based on the approved modification, the graduation scale was expanded to 76.5mm. The results of the study still comply with the graduated capacity of less than or equal to 4% or equivalent to 48ml to 52ml, hence the improvement was implemented. The result of the investigation confirmed that the aspirated volume capacity is within the requirement of 48ml to 52ml. Although, there was an improvement on the barrel graduation scale which was implemented last december 23, 2021, to expand the graduation scale length to 76.5mm from 73mm to align with iso specification of greater than or equal to 75mm. Based on the approved modification, 76.5mm still comply with the graduated capacity of less than or equal to 4 % or equivalent to 48ml to 52ml, hence the improvement was implemented. To further improve the nominal capacity, the existing graduation scale length will be modified to 75mm. Based on the previous modification proposal, the 75mm graduation scale length will give a close value of 50ml graduated capacity. The target implementation of this improvement will be in january 2023.